Event description:
It was reported that a malfunction alarm occurred on a customer's pump, indicated by malfunction code 12, and the issue recurred after attempting to reset the pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.